Event description:
It was reported that the patient developed an infection post implant. Infection led to sepsis. The device was explanted and replaced. Patient is now in long term care facility.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description included. The device was tested on the bench and no anomaly was found.